Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. A philips field service engineer (fse) visited on-site, and the customer informed that the issue had not reoccurred, and the issue could not be reproduced. The customer continued to use the wireless foot switch (wfs) without any problems. The system was returned to use in good working order and ready for clinical use. There has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the compatibility issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch was unable to trigger fluoroscopy or exposure. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.